Manufacturer narrative:
(B)(4).

Event description:
Patient had a sudden increase in sensing and numerous impedance changes. Doctor had suspected a microdislodgement and re-positioned the lead on (B)(6) 2018. After re-positioning the lead the values came back in range and were stable. The lead remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.